Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. There was no delay to the start of precleaning after the procedure. The water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948. No abnormal accessories were found. Manual cleaning was performed within 45 minutes after the procedure. The device passed the leak test. The customer uses the following detergent solution: getinge clean mis detergent (proteolytic activity >120au/l). The device was appropriately rinsed before manual disinfection, flushed with and immersed in the disinfectant, and the water quality was checked in the final rinse. The customer uses a getinge ed-flow aer and getinge poka-yoke dlc detergent solution. All scope channels were connected with tubes when the scope was set up into the aer/ ewd. The disinfectant solution was not expired, met the minimum effective concentration and the filter was replaced within the specified period. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing, and inspection found no abnormality or leakage that may cause the event, and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the device tested positive for 50 colony forming units (cfus) of an unspecified bacteria. The device was inspected before use, and underwent the microbiological testing after the procedure. There was no patient harm.

Manufacturer narrative:
As of this report, olympus has not received the customers culture results as well as the confirming independent laboratory test results for this positive culture. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility; this information has been requested. Upon device return and evaluation, damage was observed on the plug unit which disturbed the image when the connector was pushed. It was also observed that the bending angle in the up direction did not meet standard due to wear on the angle wire. It was observed that the connecting tube had a dent and was wrinkled. Lastly, it was observed that a flare occurred due to the adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus on behalf of the customer, during routine culture testing, the evis exera iii gastrointestinal videoscope tested positive for microbiological contamination. There was no patient/user harm or injury reported due to the event.